Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. During the implant of the device, the commanded shock impedance was at 73 ohms however every daily measurement since had been reporting greater than 200 ohms. Technical services (ts) recommended that the physician could consider commanded to shock to see what the actual delivered impedance was or just revision the old tachy lead. The patient was being scheduled for a commanded shock/possible new lead. Boston scientific representative stated that commanded 41j shock was performed and the shock impedances returned to normal. The ra coil to can impedance was normal before the shock so it looked definitely a rv coil issue. Bsc representative further discussed with the physician to have the patient seen in clinic, sedate and deliver 1.1j which may expose some type of open lead condition and decide if lead revision is needed. This rv lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section h6 impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. During the implant of the device, the commanded shock impedance was at 73 ohms however every daily measurement since had been reporting greater than 200 ohms. Technical services (ts) recommended that the physician could consider commanded to shock to see what the actual delivered impedance was or just revision the old tachy lead. The patient was being scheduled for a commanded shock/possible new lead. Boston scientific representative stated that commanded 41j shock was performed and the shock impedances returned to normal. The ra coil to can impedance was normal before the shock so it looked definitely a rv coil issue. Bsc representative further discussed with the physician to have the patient seen in clinic, sedate and deliver 1.1j which may expose some type of open lead condition and decide if lead revision is needed. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that the patient was seen in the hospital and the pocket was opened. They tugged on the rv coil pin without unscrewing it and it came right out. So, the physician put it in and screwed it. No additional patient adverse effects were reported.